Event description:
It was reported that the trailing haptic was found to be broken when an intraocular lens (iol) was implanted in a patient¿s eye. The lens was removed from the eye and the procedure was completed successfully with the back-up lens. There was no patient injury, no surgical intervention/complication reported. It was confirmed that no damage to the tip was observed. No further information was provided.

Manufacturer narrative:
Email address :unknown/not provided. Telephone number :(B)(6). If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes . Section d9: date returned to manufacturer: jun 14, 2022. Section h3: device evaluated by manufacturer: yes . Device evaluation: the complaint handpiece was received inside of the original folding carton. The intraocular lens (iol) was received loose inside of the folding carton. A dvd was received as well. Visual inspection under magnification revealed that the handpiece was received with the plunger rod retracted. Inspection of the external assembly revealed no issues. The handpiece was disassembled, and the assembly was inspected, no assembly issues were observed; however, a detached haptic was found inside of the cartridge. The iol was cleaned, and the lens was observed to be cut in half, scratched, and with a haptic detached. Additionally, the customer provided video was reviewed however the root cause could not be confirmed from the video assessment. During product evaluation, a significant amount of viscoelastic residue (ovd) was observed inside the lens module of the returned device, which suggests that an excessive amount of ovd was used during loading and insertion (which may contribute to the pushrod incorrectly engaging with the iol and iol displacement inside the lens module, which may have contributed to the reported complaint issues but cannot be confirmed based on the product return). The complaint issue (haptic damage) was not confirmed, however the observed "haptic detached" is similar to the reported complaint issue but cannot confirm the coding. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.